Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy spinal pain. It was reported that the therapy had not been reaching the correct place since 2019. Patient stated the va told patient to contact a rep for an adjustment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that no troubleshooting has been performed, and the issue is still not resolved. No fall or trauma was noted to have caused or contributed to the therapy not reaching the correct area. The patient fell down a couple of weeks prior to the report, and the therapy is working better, but it is still not resolved.